Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device received with same audio tone when switching from volume 5 to volume 1 due to broken trace at pin six on keypad assembly. Monitored with the device communicating properly with sensor tester and the sensor transmitter. No lost communication anomalies or sensor anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.